Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter, one reload, and one handle, all opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an engineering evaluation of the returned devices. No initial visual abnormalities were noted for the handle. Visual examination of the staple cartridge noted that the reload had a full complement of staples. The reload was engaged with the adapter. The articulation flag was bent. The proximal end of the reload adapter was broken. The eeprom (electrically erasable programmable read only memory) was uploaded for the handle and adapter and indicated the autoclave cycles. Due to the noted damage, no functional testing of the reload could be performed. No functional abnormalities were noted for the adapter. The displayed solid blue lights upon power up. Error codes were observed. The handle was dismantled for evaluation and the motor connector wires were then probed for continuity of the hall effect motor traces. Although no continuity errors were detected, the break in internal connection has been shown to be an intermittent issue in similar cases. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested due to the eeprom error codes related to internal continuity failures and damaged reload. A review of the handle, reload, and adapter device history records indicates the device lot numbers were released meeting all quality release specifications at the time of manufacture. The observed eeprom error codes were most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. This damage can only be shown through destructive testing. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed condition was determined to be a result of a quality issue with a component obtained from a third party supplier and a product enhancement has been initiated to track this failure mode. The file will be closed as a component error. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4). Additional information: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the reload did not function on the fourth firing attempt. The open, close, rotation and articulation functions were not available even though all indicator lights were illuminated normally. A new device was used to complete the case. There was no injury or adverse event reported.

Manufacturer narrative:
(B)(4). Devices: idrvultra1, egiaadapt and egia45amt have been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4)